Event description:
The customer alleged an error code that suggests ventilator became inoperative while in pt use. No pt harm or adverse event. The mallinckrodt customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.